Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger of a bd veterinary insulin syringe was defective. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned 127 3/10cc, 12.7mm, 29g u40 bd pet syringes (47 in open poly bags, 80 in sealed poly bags) with the shelf cartons from lot # 7202612. Thirty samples in the open poly bags were examined and all exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch # 7202612 all inspections were performed per the applicable operations qc specifications. There were two notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue.